Event description:
It was reported that the autostimulation settings were adjusted recently and then the patient experienced increased seizures and pain at the generator site. It was noted that the patient went to the ER and was kept overnight, all testing (labs, eeg, chest x-ray) were normal. The patient's device was checked and settings were lowered which resolved the symptoms. No further relevant information has been received to date.